Manufacturer narrative:
Correction: section b.3. Repositioning surgery occurred (B)(6) 2025 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed and the infection is resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was not re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was re-implanted with another advanced bionics cochlear device on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly presented with fluid discharge and electrode migration. Repositioning surgery was attempted, however, the electrode migrated once again. An infection was under the implant on the bone and damage to the facial nerve. The recipient's device was explanted on (B)(6) 2025. The recipient was not reimplanted. Additional information regarding repositioning details were not provided.